Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in the tube. This separation event occurred 5 times. The damaged device event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "the stopper would not come off during use. After manually removed, the stopper was found to be seriously deformed,"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure modes of closure separation and damaged stopper was observed. Additionally, 29 retention samples from bd inventory were evaluated by [explain: visual examination or functional testing] and the issue of closure separation and damaged stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation and damaged stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in the tube. This separation event occurred 5 times. The damaged device event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "the stopper would not come off during use. After manually removed, the stopper was found to be seriously deformed."